Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stents remain in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of thrombosis and death are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a 2.75 x 18 mm xience xpedition was implanted in the right coronary artery on (B)(6) 2013 and a 3.0 x 12 mm xience xpedition was implanted in the left main on (B)(6) 2013. There were no device issues reported for either day. The patient was administered plavix and 150 mcg of nitroglycerin during the procedure and was on plavix after the procedure. The patient died on (B)(6) 2013. The patient had remained in the hospital from the date of implantation to the date of death. The cause of death is unknown, but it is suspected to be thrombosis but this was not confirmed. No autopsy will be performed. No additional information was provided.